Event description:
The facility reported that a flo-gard infusion pump failed to alarm for air in the line during patient use. The device had completed delivery of 1000 milliliters of normal saline at a rate of 75 milliliters/hour when it was discovered that the pump was still running, although the bag was empty with visible air in the tubing. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which failed to alarm for air in the line was not confirmed nor duplicated during product evaluation. Air in line tests were performed and found the device to be operating within specifications. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.